Event description:
The pt's spouse reported the pt deteriotated quickly after falling. Pain medication was ineffective. The pt's back was swollen, red, and sore to touch; there was soreness around the neurostimulator. The pt had a fever and it was difficult moving her legs and hips. Infection had been ruled out. Add'l info was requested by medtronic from the health care professional regarding the reported event. The hcp responded stating, "unable to complete info request form. The pt has only been seen once and is scheduled for explant in 2006."

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.